Event description:
It was reported that a polarsheath was used in a polarx cryo ablation procedure. When the polarsheath was introduced into the patient aspirated and flush with syringe without issue. When the polarx was introduced into the sheath blood started to leak out of the hemostatic valve. The physician exchanged the sheath and the procedure was completed with no patent complications being reported, it was further reported that there was no st elevation.

Event description:
It was reported that a polarsheath was used in a polarx cryo ablation procedure. When the polarsheath was introduced into the patient asperated and flush with syringe without issue. When the polarx was introduced into the sheath blood started to leak out of the hemostatic valve. The physician exchanged the sheath and the procedure was completed with no patent complications being reported, it was further reported that there was no st elevation.

Manufacturer narrative:
Visual inspection of the device's valve seal was unable to decipher any tears on the outer valve seal surface. The device passed a pressure decay testing at 6 psi, hemostasis testing at 5.5 psi pressurization with saline, and aspiration testing with 10 cc and 60 cc syringe at various flowrates. However the device did not pass both hemostasis and aspiration extensive testing while the polarx test catheter or dilator were inserted. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.